Event description:
The customer reported recurring erroneous high nucleated red blood cell (nrbc) flags and abnormal nrbc patterns on dxh 900 hematology instrument (product number: c11478, serial number: (B)(6). The field service engineer (fse) confirmed erroneous high results in nrbc, platelet (plt) and mean platelet volume (mpv). There was no report of death, injury, delay or change to patient treatment. There was no report of harm to operators. There were no erroneous results reported outside of the laboratory. On site service was scheduled.

Manufacturer narrative:
The fse determined that the wash collar required a specific alignment previously established by the national product specialist (nps). The fse replaced the wash collar part number a65052 using field stock and aligned it in accordance with the field service manual. Multiple specimens were subsequently analyzed, and no nrbc flags were observed. Bec internal identifier - (B)(4).